Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient experienced inadequate stimulation despite program optimization. The patient underwent spinal cord stimulator (scs) explant procedure.